Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction which occurred four days after the sensor had been inserted in the abdomen. The patient developed a rash, redness, inflammation, pimples, and blisters extending beyond the patch perimeter. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The patient consulted a health care provider who prescribed an unspecified oral medication. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).